Event description:
This is a duplicate to earlier MDR 1937649-2000-004. It was overloaded for filing until this time. If f3 compfilter is selected and the current plan contains beams with mirrored customized ports, the coordinates for all ports in the treatment plan will be "flipped" upon exiting f3 compfilter. The graphics will be restored after exiting f3 compfilter and will display those incorrect ports. If dose recalculation is not forced, the isodose lines will reflect the orientation of the original mirrored port, regardless of its orientation in the focus graphics. If dose recalculation is forced, the displayed dose will be for the now-incorrectly-oriented port.